Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-4316, lot#: 18237707, description: next generation anchor kit-sterile. Sc-1132 sn:(B)(4); sc-2316-50 sn: (B)(4); sc-3400-30 sn: (B)(4). Device evaluation indicated that the devices passed all tests performed. No complaints about the functionality of the devices were reported. The ipg exhibits normal device characteristics. The leads are intact and no parts of it are missing. A review of sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-4316 lot# 18237707 no complaints about the functionality of this device were reported. The clik anchor exhibits normal device characteristics. A review of sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient had infection and underwent an explant procedure. No further information can be obtained.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-3400-30, serial #: (b)(40, description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had infection and underwent an explant procedure. No further information can be obtained.